Event description:
The lawsuit alleges the consumer was being transported in a wheel chair while in a moving vehicle. Driver caused the van to suddenly decrease in speed, turn and/or stop, allegedly causing the right front wheel of the chair to collapse throwing the consumer into the back of the seat of the vehicle.